Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an alleged fluid leak when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the clinic was notified of the alleged event. The patient reported that there was no complications experienced as a result of the alleged event. The patient did miss one treatment. Treatment was resumed on a replacement cycler. A retrieval kit was sent for the alleged sample to be returned to the manufacturing plant for investigation.

Manufacturer narrative:
The manufacturing plant received the alleged sample of one cassette without original package. During disinfection the alleged failure was confirmed, a leak was found on the cassette. A visual inspection was performed to sample cassette and noticed a pin hole at the cassette film. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.